Event description:
A facility representative reported a capsular tear that required surgical intervention. Phaco-emulsification (cataract surgery) and iol implantation was performed and the problem resolved. The lens was not implanted/ not used and it was reported that the cause of the event was user error, the device did not fail to perform as intended.

Manufacturer narrative:
H6- health effect- clinical code 4581: capsular tear. Claim# (B)(4).